Event description:
It was reported that the boston scientific representative was given an explanted pacemaker device, from the physician, at the facility. The physician reported that this pacemaker device had an error message, either safety mode or code 1003, but unable to provide exact message. The physician was not aware of the exact explant date. The explanted device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.